Event description:
It was reported that pump declared cartridge change error after customer recently inserted cartridge and did not hear loud click during insertion. There was no adverse impact to the customer's blood glucose level. Customer attached cartridge to pump, confirmed it was fully snapped into place, followed on-screen instructions, successfully completed load process, and resumed insulin delivery with guidance from technical support.